Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the confidence 11g needle tip broke off in the pedicle during mis surgery and the tip was unable to be removed. The surgeon placed a screw behind the broken tip and is comfortable that the tip will not move or cause injury to the patient. There was a surgical delay of 10 minutes. Procedure was completed successfully. Patient outcome was unknown. This report is for one conf intro ndle, dia, 11g 6". This is report 1 of 1 for complaint (B)(4).